Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including verifying user was using correct kit components; verifying user was washing parts according to instructions for use; verified user was using dry parts when pumping; verifying user was not washing or drying tubing on pump; verified no milk backup occurred; verified user does not have a heavy letdown; verified correct user positioning while pumping; verified correct breast shield fit. The troubleshooting did not resolve the issue. The customer was sent a replacement pump and parts and return of her original pump was requested for testing/evaluation. The customer was contacted by a complaint handler on multiple occasions, including in writing, to get additional information, with no response as of the date of this report. The device was returned with the customer's parts and accessories and was evaluated on 12/20/22. The device was tested with the customer's kit and the issue of no suction was reproduced. Human milk residue was found on the customer's connectors and membranes. After cleaning the connectors and membranes the suction value improved but overall suction was still low. Human milk residue was found in the motor aggregate (internal motor & pump assembly.) After cleaning the motor aggregate and using customer's connectors and membranes, cycle and suction readings are within specification. Based on the results of our internal investigation (reference number ca11-001), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2022, the customer alleged to medela llc while using her pump in style maxflow pump she was experiencing low suction. The customer also alleged she developed mastitis and was prescribed azithromycin to treat it.